Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the device was inserted but no pulsatile flow was seen from the marker lumen. An angiogram was taken and the device looked kinked at the foot plate area. The device was removed and it was bent at the foot plate area. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 18f and the evar procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported no pulsatile flow seen from the marker lumen was not tested due the observed blood inside the marker lumen, thus not confirmed. The reported bend was confirmed. A conclusive cause cannot be determined for the reported no pulsatile flow seen from the marker lumen. The reported bend and additional proglide devices used to achieve hemostasis appear to be related to circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.